Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 cgm to the ilet, with the ilet displaying a prompt to start the sensor; the user was advised on expected pairing time, device restart, and was educated to start the sensor on the ilet, after which the cgm successfully connected and pairing to the ilet was achieved. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included successful resolution without clinical intervention or hospitalization. Investigation included customer support troubleshooting, device-use education, and confirmation of system function after guided steps. Investigation of this case revealed user setup error related to initiating the sensor on the ilet, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.